Manufacturer narrative:
The fse found two leaks. The first leak came from the needle cartridge. The fse replaced the needle cartridge and vent line to fix the leak. The second leak came from the center pad of the blood sampling valve (bsv) which was not sealed properly. The fse replaced the bsv and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained leak of approximately one (1) ml from the needle cartridge inside the coulter lh 780 hematology analyzer. The instrument generated aspiration error when the leak was observed. There were no reports of injuries, erroneous results, direct physical contact with the leak or change in patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.